Manufacturer narrative:
Investigation: 4 sealed shelf cartons and 1 plastic bag, containing sealed packaged 1ml s/t syringes were received, confirmed to be from batch #874509 p/n 309659. All of the syringe packages were opened and visually evaluated for cloudy tips and presence of excess silicone and other foreign mtter around the tip. No foreign matter and no excess silicone was found in any of the 877 samples evaluated. 87 syringes were found to have cloudy tips. Cloudy tips are a result of normal molding process. Over time a small amount of plastic build up or residue occurs in the mold causing this defect. It is remedied by polishing the mold. The cloudy tip defect is cosmetic and does not pose risk to the customer. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the cloudy tips defect is associated with the molding process. Since the defects observed are considered cosmetic and acceptable, no corrective actions are necessary.

Event description:
It was reported that bd¿ slip-tip disposable tuberculin syringe had foreign matter on the tip. This occurred on 5 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 309659 batch no: 8063718 it was reported that five syringes were cloudy and oily around the tip. Spoke with customer on 03/28 in which it was noted that this was discovered before use and the date of event is not known.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ slip-tip disposable tuberculin syringe had foreign matter on the tip. This occurred on 5 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 309659, batch no: 8063718. It was reported that five syringes were cloudy and oily around the tip. Spoke with customer on 03/28 in which it was noted that this was discovered before use and the date of event is not known.